Event description:
It was reported that a revision surgery was performed for a pt who lost clavicle (ac) reduction approximately 3 weeks post-op. According to x-rays, the coracoid button moved superior to the coracoid but was still intact. Follow-up with the reporter provided info that the hole from the initial surgery was determined to be too far anterior on the clavicle. Revision was completed by removing the original button, suture, and graft. A new hole was drilled more posterior and a new implant was used to successfully complete the case. No further pt info was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment.

Manufacturer narrative:
The device was requested for evaluation but was not returned, therefore, the complaint's event could not be verified. The cause of the event could not be determined from the info available and without device evaluation. Device history record review revealed nothing relevant to this event. As reported, the most likely cause of this type of event was placement of the device too far anterior in the clavicle. This is the first complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter. If the device is returned and additional relevant info is obtained, a follow up report will be submitted.